Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air spaces in the patient line of a homechoice cassette. This occurred during initial drain of automated peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. During trouble shooting, the patient reported that there was an inch of bubble stuck in the line. Renal therapy services (rts) assisted the patient with ending the therapy and advised to start over with new supplies. Rts reviewed proper procedures per the user manual with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.